Event description:
The customer reported their technician was splashed to the mouth area from the wash nozzle of the dxc 700 au analyzer while the nozzle was being sonicated during monthly maintenance. The technician was treated as an exposure and the technician received medical attention as a precaution. The customer did not indicate the type of medical treatment was provided. There was no report of death associated with this event.

Manufacturer narrative:
The customer performed troubleshooting with beckman customer technical specialist and found no evidence of a system malfunction. The technician was provided medical treatment as a precaution. Based on the available information suggests this was an accidental injury. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).